Event description:
The customer reported that erroneous and/or imprecise luteinizing hormone (hlh), follicle-stimulating hormone (hfsh), estradiol, free total thyroxine (frt4) and thyroid stimulating hormone (tsh) results were generated from a unicel dxl800 access immunoassay system for one patient. This report represents the erroneous estradiol result generated for the patient. Beckman coulter inc. Assessment of customer supplied data indicated that an initial higher than expected estradiol result was generated that, upon repeat testing on an alternate instrument, produced a lower estradiol result in a different clinical category. The initial estradiol result was reported outside of the laboratory and it is unknown as to whether there was an impact to the patient, or modification to their treatment, based upon the erroneous result. Quality control results for the involved assays met customer established specifications at the time of the event. System check information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) verified hardware performance. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2012-00369, 2122870-2012-00370, 2122870-2012-00371, 2122870-2012-00372, 2122870-2012-00373.